Event description:
It was reported that during the surgical procedure, it was noticed that the accessory port was very close to the left system arm and instrument port. The surgeon was advised to reposition the accessory port, but declined. When the surgeon used the fenestrated bipolar forceps instrument, the instrument fractured and pieces fell inside of the patient. The instrument fragments were retrieved and the fenestrated bipolar forceps instrument was replaced with a tenaculum forceps instrument to continue with the planned surgical procedure. When using the tenaculum forceps instrument, the surgeon again declined to reposition the accessory port. The instrument fractured inside of the patient and pieces fell inside of the patient. The instrument fragments were retrieved and the planned surgical procedure was completed with a replacement instrument of a different type. MFR report #2955842-2006-00135 was submitted for the tenaculum forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation, however, per the information provided in the case notes, it was determined that the instrument fracture experienced by the customer was due to a collision between an isi instrument and a non-isi instrument accessory. The instrument and accessory collision may be associated with the location of the surgical port placements. As indicated in the complaints notes, the fragmented components were successfully retrieved.